Manufacturer narrative:
Correction: please retract 2017865-2026-05932 as it was identified that this event was previously reported under 2017865-2026-05981.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing. No intervention was performed. Additional information was requested and not received. The patient's condition was unknown.